Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the implant, post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were recommended.